Event description:
It was reported that during an arthroscopy surgery the device produced debris inside the patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual inspection of the inner and outer tube showed, the inner tube had circular grooves at the proximal end of the shaft, as well as the distal end of the shaft. It was also noticed circular grooves inside the window of the outer tube hood. Resistance was noted when removing the inner tube from the outer, as the inner tube had sustained damage. The observed conditions are consistent with user applied mechanical forces, such as by prying/leveraging the ar-7300sr against bone and/or hard tissue during use.